Event description:
It was reported that the pump battery depleted too quickly, which led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the caller to fully charge the battery, but the caller declined any follow-up to confirm that the issue was resolved.